Event description:
On 5/9/95, pt had surgery involving the placement of an anterior plate + screws from c-5 through c-7. Pt complained of increasing neck pain in early 1998. Surgery was performed on 8/19/98 and it was discovered that the previously placed anterior plate was fractured across the plate at the inferior center pole.